Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 237 mg/dl at the time of the incident. The customer has noticed over the past month that the pump was still giving them insulin even when they were already running low. Troubleshooting was not completed as the customer declined. The customer stated that they had spoken with their hcp and their pump settings were accurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. (B)(4).